Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the following reportable malfunctions were identified during the device evaluation: flickering image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: when the scope is moved around, it loses picture, due to intermittent-flickering image. The most probable cause is component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope presented no image and glitching out when you move the scope around. There were no reports of patient harm.